Manufacturer narrative:
The patient was transferred to ICU for monitoring and observation, but has remained stable. There was no surgical intervention required. The account stated the bed exit and scale were not working. Hillrom¿s service technician inspected the bed exit and scale with the account's facilities director and found both the bed exit and scale were functioning as designed, no malfunction was found. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient fell out of the bed. The patient sustained both a subdural and a subarachnoid brain bleed, requiring transfer to the ICU for monitoring and observation. The bed was located on the 6th floor telemetry unit at the account. This report was filed in our complaint handling system as complaint #(B)(4).